Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds and loss of capture were noted on the pacing lead. It was further reported that the implantable pulse generator (ipg) displayed premature battery depletion. The lead was capped and replaced and ipg was explanted and replaced. No patient complications have been reported as a result of this event.